Event description:
Two months postoperatively, the pt experienced a right-sided stroke and inrs fluctuated between 2-3. Tee showed two masses on the atrial side of the valve. At explant, findings were consistent with endocarditis and the masses looked "pussy". A 31mecs-602 was then implanted. Pathology findings indicated pannus and thrombus/vegetations were seen over 3/4 of the circumference on the inflow surface. The pannus formed a thick layer and vegetations extended over the valve's orifice. The vegetations had a slightly nodular and/or lobulated appearance. Thrombus was noted in the pivot guards; however, the leaflets opened and closed completely without restriction. The outflow surface also contained thrombus and pannus. No microorganisms were identified. The pt's postoperative course was uneventful with inrs between 3-4. 2 months later, tte demonstrated a "normal" mitral valve with mild mitral regurgitation.